Event description:
It was reported that during the attempt to cross the lesion located in the heavily calcified mid right coronary artery (rca), resistance was encountered with the calcium and the stent became dislodged. A trek 1.5 x 12 mm balloon was used to compress the stent into the vessel wall. A 3.0 x 15 mm xience stent was then successfully implanted to treat the lesion. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found blood visible on the hub, shaft, balloon, and in the guide wire lumen, and contrast in the inflation lumen and in the loosely folded balloon consistent with preparation and the sds being advanced into the patient anatomy. The stent implant was dislodged and not returned, confirming the reported dislodgement. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the patient anatomy was heavily calcified, which likely contributed to the reported failure to advance. It is likely that an interaction with the calcified lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant which could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests that a product deficiency did not contribute to the reported difficulties. Subsequent interaction of the sds would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for stent dislodgement this lot.

Manufacturer narrative:
(B)(4).